Event description:
It was reported that during a selenia dimensions procedure on (B)(6) 2023, the c-arm kept rotating 180 degrees and it happened several times. A field engineer examined the equipment and determined that the c-arm switches were failing. Both switches were replaced and the system reassembled and tested fully. The system met the manufacturer´s specifications. No patient or staff injury reported.